Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported patient experienced elevated blood glucose levels up to 400 mg/dl; no error messages occurred. Caller stated patient took correction via pump without success; with syringe successful. No adverse event reported. Requested return of the alleged device for evaluation.